Event description:
It was reported that the controller device usb connector was loose resulting in slow data transfer resulting in a delay in the procedure. The procedure was for the removal of growing rods and insertion of definitive instrumentation for scoliosis. Reportedly, the day of surgery the machine passed system self-check preoperative testing. Patient was connected with electrodes with initial electrode impedance performance functioning properly. Data acquisition for lower limb sep baseline and mep baseline were confirmed but there was hesitation in the system with train of four run. Trying to run upper limb sep the system was acquiring 15-20 sweeps then losing the data (building average). Machine software was closed and re-started, but the problems continued and it was impossible to acquire any sep data, mep stimulation was delayed (i.e. Press the stim button then nothing happens for 5 seconds), changing sets took 10 + seconds. I was unable to acquire enough data to set baselines. Surgeon was informed and decided to continue with removal of old growing rod instrumentation but delay the remainder of the surgery. There was no report of patient injury as a result of the event.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was not returned for evaluation. Method ¿ no testing methods performed. Results ¿ no results available since no evaluation performed. Conclusion ¿ device not returned. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.